Manufacturer narrative:
Updated fields: b4, b5, d9, e1 initial reporter name, event site phone number, mail ID, e3, g3, g6, h2, h3, h4, h11. The complaint record is downgraded, as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
It was reported that during routine check cs100 intra-aortic balloon pump (iabp) had safety disk deterioration. No patient involved and no harm occurred.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had safety disk deterioration. Patient involvement is unknown but no injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is (B)(6) company limited. A supplemental report will be submitted upon completion of our investigation.